Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for urinary dys functional/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the trial system worked well for the patient but the implanted neurostimulator (ins) did not work very well. The caller stated that the patient had gone in for programming adjustments and they were thinking of replacing it. Lastly, the caller though that the ins did not work because the patient did not listen to the doctor very well. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.